Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he had an MRI done but he did take off the insulin pump off. Later when he received the device back and he attempted to bolus the device alarmed motor position encoder error and motor error. Customer did know his blood glucose level. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump was unable to confirm error alarm in alarm history due to history file was overwritten. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.